Event description:
Clinical study it was reported that during a coronary artery drug eluting stenting procedure a stent dislodgement occurred. The lesions being treated in the index procedure were the posterior descending artery, mid left anterior artery, intermediate/anterolateral artery, and the distal circumflex. The physician placed 5 stents were placed in the lesions. A taxus express2 2.75x28mm was used to try to treat the mid left anterior descending artery. The stent was unable to cross the lesion and there was severe withdrawal resistance. This resulted in the stent embolizing. It required a prolonged hosp stay and an invervention of "endovascular extraction of embolized stent from right tibiofibular bifurcation." In the opinion of the physician the relation of the stent embolization to index procedure is highly probable.